Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to infection and high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was over 200 mg/dl. Customer stated that her insulin pump is cracked at the drive support cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case near display window corners. Noted during visual inspection.